Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose (bg) level was impacted (348 mg/dl) reportedly, the customer had filled the cartridge with more than 300 u of insulin. The contact was able to load a new cartridge and the issue was resolved. The customer will deliver a bolus to stabilize bg level.